Event description:
Additional information received from the account: no mention of any piece falling into the cavity, the doctor usually does a white balance and focus with the visiport on the drape prior to insertion into laparotomy.

Event description:
According to the reporter: there was a cracked lens on the trocar that created a blurry picture. They were unable to insert into patient as it was discovered prior to insertion. No blood loss, no extra time other than opening new product. No patient details given. Nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: the reported condition of the broken lens was not confirmed due to the device being returned with an intact lens. However, a secondary condition was found unrelated to the reported condition. This secondary condition was due to an assembly error.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.